Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "pt. Stated blurry vision cannot see, was 20/40, then went to 20/80 and dysphotopsia".